Event description:
It was reported that a hole was found in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: hole in the catheter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00in insyte autoguard catheter assembly. A leak test was performed where leakage was observed from the catheter adapter of the returned unit. Further microscopic inspection of the adapter was performed, and a crack could be observed halfway on the adapter. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the device was received opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a hole was found in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: "hole in the catheter."